Event description:
A report that a patient's ipg was visible through her skin and an infection occurred was received. The patient was experiencing redness and drainage. The patient was admitted to the hospital and the device was explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.